Event description:
It was reported the pt stopped using her scs system about three months post implant. The pt had experienced the ipg had turned itself on which subsequently turned on the stimulation. The pt reported the stimulation made her feel weak in her legs. The pt would like to electively explant the scs system as she does not wish to use it. The pt is working with her physician to determine the next course of action. Surgical intervention is pending.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.